Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in log review, the 23062 error was found indicating fault on degrees of freedom (dof) 8 stator, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the dof 8 stator was inspected, and no faults could be identified. The probable root cause is attributed to the dof 8 stator in the usm.

Event description:
It was reported that during a da vinci-assisted foregut surgical procedure, the customer informed the technical support engineer (tse) they received multiple repeated errors on universal surgical manipulator (usm)1. The system logs confirmed repeated 23062 errors reported by usm 1 axis 7. The surgeon opted to attempt to mitigate the error by power cycling the system. After the power cycle the hard reset, the error persisted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.